Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: athlete premium, grandslam, guide cath: tiger jr4. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, and 90% stenosed distal right coronary artery. A xience prime was deployed in the lesion and a 3.0 x 8 mm nc trek balloon catheter was advanced to the lesion for post-dilatation and the balloon was inflated to 18 atmospheres for 10 seconds. The balloon was inflated again to 18 atmospheres when the balloon ruptured. There was no resistance noted during advancement or removal of the catheter. A 2.75 x 8 mm nc trek balloon catheter was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.